Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have a damaged tip at the distal end. A piece approximately .053" x .096" was found to be broken off and was not returned. The root cause of broken instrument grips -tips is typically attributed to the user such as excess force applied to the instrument jaws.

Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) instrument was observed to have a broken tip. There no report of patient involvement.